Event description:
It was reported that the patient experienced a severe low blood glucose after lunch, including loss of consciousness, in the context of an ilet dose display showing an unexpected total of approximately 18 units instead of the usual 4.1 units; engineering log review was requested and a factory reset was performed, after which the lunch dose displayed as 4.1 units and the patient¿s confidence improved. Symptoms included hypoglycemia with loss of consciousness. Outcomes included recovery after oral glucose and no hospitalization. Investigation included customer support review, consultation with engineering, and device troubleshooting through factory reset. Investigation of this case revealed a discrepancy between displayed insulin dosing before reset and after reset, consistent with a software display or data synchronization issue, and no persistent malfunction after reset. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.